Event description:
It was reported that the bd micro-fine¿+ pro pen needle failed to deliver insulin during the injection. The following information was provided by the initial reporter, translated from japanese: "this is a report about needle clog. This facility has recently started to use pro, switching from nanopass. Patients are instructed to attach pen needle to pen in the similar way to that for nanopass. The drug solution does not come out at the frequency of about one of 10 products. This issue has been occurring frequently from the end of may through july. This may be partially attributed to manipulative techniques for injection but there was no report on the issue that the drug solution did not come out with nanopass."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.